Event description:
Customer reported being hospitalized with phenomena, pancreas, diabetic ketoacidosis, congestive heart failure, and for a heart attack. It was reported that 911 was called for high blood glucose. Blood glucose at the time of the 911 call was over 1000 mg/dl. Customer reported having an informatory infection with extremely high blood glucose levels. Customer was wearing the insulin pump at the time of the 911 call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.